Manufacturer narrative:
Date of occurrence estimated as the actual date was not provided in the initial report. The device is not available; therefore product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. Elevated iop and malpositioned stent are identified as known inherent risks of trabecular micro-bypass stent/intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. (B)(4).

Event description:
It was reported that following cataract plus trabecular micro bypass stent system procedure, the patient presented with iop of ¿30 mm hg¿ and a malpositioned stent. Reportedly, one (1) of the two (2) stents was implanted successfully in the trabecular meshwork (tm) and the other stent was placed ¿securely in the ciliary body band¿. Additional information has been requested.